Manufacturer narrative:
The reported observation of a failure to communicate between the eterna and programmer was confirmed during analysis. The returned eterna was able to be fully charged using the eterna charging system. The device does appear in the clinician programmer generator list after magnet application but will not allow pairing. It was also confirmed the device is programmed with a burst cycle program and does provide a stimulation output. The bluetooth ble advertising frequencies appeared to be within specification. Additional investigation by r&d engineering confirmed the issue was caused by a faulty crystal oscillator. The ipg was temperature cycled. Narrowing the bandwidth of the spectrum analyzer used to measure the ble signals showed all three ble advertising channels were being broadcast at frequencies outside the acceptable range.

Event description:
It was reported, that the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional information has been requested, but not yet received.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Corrected data: b5 and h11 were updated to remove the statement regarding abbott issuing this advisory notice on 10sep2025. Based on information obtained the device is included in the neuromodulation (nm) - eterna scs and liberta rc dbs ipg wireless communication problem due to ble circuitry advisory notice. The patient¿s device unexpectedly lost bluetooth (ble) communication capabilities with their ipg and patient programmer. Failure analysis of the returned unit identified the ipg lost its ability to communicate with the clinician programmer (cp) and/or the patient controller (pc) due to a bluetooth (ble) crystal or oscillator component supplier manufacturing process issue. Fsca number is pending.

Event description:
Based on information obtained the device is included in the neuromodulation (nm) - eterna scs and liberta rc dbs ipg wireless communication problem due to ble circuitry advisory notice. The patient¿s device unexpectedly lost bluetooth (ble) communication capabilities with their ipg and patient programmer. Failure analysis of the returned unit identified the ipg lost its ability to communicate with the clinician programmer (cp) and/or the patient controller (pc) due to a bluetooth (ble) crystal or oscillator component supplier manufacturing process issue. Fsca number is pending.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation (nm) - eterna scs and liberta rc dbs ipg wireless communication problem due to ble circuitry advisory notice issued by abbott on 10sep2025. The patient¿s device was unable to communicate with the patient programmer which was confirmed during product analysis. Fsca number is pending.

Event description:
Based on information obtained the device is included in the neuromodulation (nm) - eterna scs and liberta rc dbs ipg wireless communication problem due to ble circuitry advisory notice issued by abbott on (B)(6) 2025. The patient¿s device was unable to communicate with the patient programmer which was confirmed during product analysis. Fsca number is pending.